Event description:
Pt in ER for acute myocardial infarction, went into ventricular fibrillation. Pt was defibrillated using 200 joules without response. A second change was attempted and the machine malfunctioned, not delivery, a second machine was obtained and delivered 300 joules. The pt convected to a regular rhythm.